Manufacturer narrative:
A ge service rep performed an on site investigation. The rep reseated a circuit board and connectors. The system was then found to be operating as intended.

Event description:
The customer reported the 9800 system displayed cine error failure. No pt injury was reported.